Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: DHR review was completed. Part: 03.010.523. Lot: l814084 . Manufacturing site: bettlach. Release to warehouse date: (B)(6)2018. The device history record shows this lot of 45 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material quality criteria at the time of release with no issues documented during the manufacturing process. Correct material and measured hardness is documented in DHR file. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition h3, h6: customer quality conducted an investigation of the returned device. Broken flow visual inspection: upon visual inspection, the complaint condition was confirmed, as the threaded portion of the driving cap was broken off and found embedded in the returned insertion handle. Does the received condition agree with the complaint description? Yes was the cause of the issue determined to be use error, misuse/abuse, non-compliance, post-operative trauma? There is no clear indication that the complaint condition occurred due to misuse. Dimensional inspection: considering the complaint condition, and post-market damage, a dimensional inspection would not add value to this investigation document/specification review: drawing was reviewed and no product design issues or discrepancies were observed. Material review or hardness review: DHR review found that the driving cap was manufactured using the appropriate material and was found to have the intended material hardness . Was the complaint confirmed? Yes. Investigation conclusion: although a definitive root cause could not be determined, it is possible that the complaint condition occurred due to excessive impaction forces. It is also possible that the driving cap had previously sustained damage during rough use and/or processing, which subsequently made it more susceptible to breakage during impaction. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent intramedullary nail fixation on (B)(6) 2018 due to comminuted midshaft femur fracture sustained from a gunshot. The synthes femoral recon nail (frn) was used with recon screws to address the fracture presented. The surgeon first reduced the fracture and passed a guide rod. He then reamed to 12.5mm and selected a right frn nail for insertion. The driving cap was then hammered with a mallet to advance the nail, but when the nail was approximately half way inserted, the driving cap broke above the threads that screw into the insertion handle. The surgeon used the extraction screw and hammer guide to advance the nail which was unsuccessful. The surgeon then decided to remove the nail and change nail systems due to the frn threads breaking off into the insertion handle. The surgeon reamed the femoral canal again and reamed the proximal canal to 15mm to accommodate a lateral entry femoral nail (lefn) recon nail. The nail was inserted, successfully, and two recon screws were placed into the head of the femur. One distal interlocking screw was implanted to control rotation. A surgical delay of 60 minutes was reported. The procedure was completed successfully. Concomitant devices reported: hammer guide (part # 03.010.170 lot # unknown quantity # unknown), radiolucent insertion handle frn (part # 03.033.001 lot # l750729 quantity # 1), extractions screws for ti femoral and tibial nails (part # 357.133 lot # l750831 quantity # 1), titanium femoral recon nail (part # 04.033.170s lot # l902911 quantity # 1), unknown mallet (part # unknown lot # unknown quantity # unknown). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon receipt and inspection of devices, it was discovered that the tip of the extraction screw was deformed and stripped. Concomitant devices: hammer guide (part: 03.010.170, lot: unknown, quantity: unknown), radiolucent insertion handle frn (part: 03.033.001, lot: l750729, quantity: 1), titanium femoral recon nail (part: 04.033.170s, lot: l902911, quantity: 1), mallet (part: unknown, lot: unknown quantity: unknown). This is report 1 of 2 for (B)(4).